Event description:
A healthcare professional reported that an ophthalmic transformer did not build the vacuum in the system. The issue was resolved by changing the product causing no impact on the patient. Procedure details were not reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.